Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed a critical pump error. Customer also reported that the battery caps metal piece came off. Customer also reported a frozen screen due to which all buttons except up and down buttons are unresponsive. Customer was also not able to access menu screen. Customer also reported that critical pump error alarm was in progress when buttons were unresponsive. Customer was not able to clear the critical pump error alarm. No harm recuring medical intervention was reported. Insulin pump will be returned for analysis.